Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The data is consistent with a bd error due to extended magnet application. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting normally. The bd code was triggered due to continuous magnet application, causing a temporary drop in battery voltage resulting in the unintentional bd alert. It was discussed that the bd alert could be cleared and disregarded, and that no further action was necessary. No adverse patient effects were reported. The device remains in service.